Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low glucose event and asked whether the ilet pump suspends insulin delivery; customer support advised that the system suspends at 70 mg/dl and above 70 mg/dl when glucose is dropping rapidly. The user had consumed a regular meal with their usual carbohydrate amount prior to the low and also reported recent transition from novolog to insulin lispro, nighttime lows, and late postprandial highs several hours after evening meals. Symptoms included hypoglycemia and hyperglycemia. Outcomes included troubleshooting and education with additional training scheduled. Investigation included customer interview and product use review. Investigation of this case revealed no device malfunction reported and no supply issues, with the cause of glycemic excursions remaining unclear in the context of an insulin formulation change and meal timing factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.